Event description:
On (B)(6) 2011, the pt was implanted with the gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt tolerated the initial procedure. It was reported that on (B)(6) 2011, a distal type I endoleak was discovered. On (B)(6) 2012, the pt underwent a re-intervention. Further info was requested.

Manufacturer narrative:
Further info was requested. A review of the mfg records for the device is being conducted.